Manufacturer narrative:
The device has ben returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Event description:
It was reported that both leads quit working simultaneously. There was no lead migration, although it was noted that there was possible lead breakage. Both leads had impedances >10,000 ohm. The leads were replaced. The patient recovered without sequela.